Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No moisture damage was noted under the lcd screen, electronic assembly or motor. The pump had a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area, and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 162 mg/dl. The customer stated that she had been working outside and saw moisture under the screen. Advised replacement of the insulin pump. Nothing further reported.